Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has stopped working after it was exposed to fluid/moisture. The customer¿s blood glucose was 313 mg/dl at the time of the incident. The customer jumped into the pool wearing the insulin pump. The device worked for a few days and just stopped working even with new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.